Event description:
Device 1 of 2. Ref MFR report # 1627487-2013-00439. It was reported, the pt's ((B)(6)) lead was repositioned to address an issue of ineffective stimulation. Following the procedure, the low battery warning was observed for the pt's ipg. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.